Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: anspach 6 mm fluted ball burr, sterile small metal shavings from the burr. No device inspection could be completed as the product was not available for evaluation. Per mps, ryan holified: device is not available for return. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach 6 mm fluted ball burr, sterile small metal shavings from the burr failure of p/n: lhd-6b-m, s/n: (B)(4). There have been no other similar events for the referenced serial number. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. As the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. The device was not returned for evaluation.

Event description:
After dr. (B)(6) finished burring the tibia, he noticed some small metal shavings from the burr.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After dr. (B)(6) finished burring the tibia, he noticed some small metal shavings from the burr.